Manufacturer narrative:
In the case description, the user mentioned receiving a 22.25 u bolus uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files was unable to find a bolus of 22.25 u delivered on the date of occurrence, however the last bolus delivered before upload of the log files was a 23 u bolus on the date of occurrence. The audit logs show no entry of carbs or bgs for this bolus. Inspection of the engineering logs showed evidence of interaction in order to program and start the bolus. The logs show that the bolus button was pressed to start the bolus calculator. The total bolus volume was then adjusted several times though no carbs or bgs/cgm values were loaded into the bolus calculator, indicating manual adjustment of the total bolus volume. The logs show that the next button was pressed to bring the user to the confirm bolus screen and the start button was pressed to confirm the amount and begin delivery of the bolus amount. The record for this bolus shows that the confirmed amount was 23 u and that this amount was manually adjusted from 0 u to 23 u. No evidence of a bolus being delivered without interaction with the system was observed in the available log files.

Event description:
Customer reported the device independently delivered an insulin bolus dose of 22.25 units. The customer reported looking at the controller to check his glucose level and noticed a bolus was in progress. The customer reported he canceled the bolus and ripped his pod off his leg. The customers friend drove him to the emergency room (ER) where he was treated with glucose tabs, orange juice, but also mentioned IV drip but was not entirely sure. Customer stated at the ER his bg levels went down to as low as 40 mg/dl. The device logs were sent to insulet for review. According to the logs, there is no evidence of an insulin bolus dose of 22.25 units as reported. The logs confirm user interaction with the controller to program an insulin bolus dose of 23 units. There is no evidence of an uncommanded bolus dose. Customer stated he went back to mdi because he is not trusting the product anymore.